Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced poor performance with the device and subsequently lost connection with the implant. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.